Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that the patient experienced bleeding from various surgical site, it was noted that bleeding at the impella site was minimal. The patient received 2 units of red blood cells, fresh frozen plasma, and pressure bandaging to help resolve this issue. Additionally, plavix medication was discontinued and heparin reduced. It was reported that the patient survived normal explant.